Manufacturer narrative:
This device was returned, and product analysis completed. The returned implantable cardioverter defibrillator (ICD) device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. No adverse patient effects were reported. Subsequently this device was explanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. No adverse patient effects were reported. Subsequently this device was explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned. This report is being submitted for date of implant correction.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. No adverse patient effects were reported. Subsequently this device was explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.